Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. The device will remain implanted, and the patient will be monitored at this time. No adverse patient effects were reported. Additional information was received indicating that technical services (ts) was contacted to obtain updated guidance for this device. The patient had a bypass surgery scheduled. Additionally, a software update was performed in the device, which retriggered a code 1003. Ts advised that the patient may proceed with the surgery. Ts recommended continued monitoring of the device until radio frequency (rf) telemetry is disabled, at which point device replacement is advised. No adverse patient effects were reported. As of today, the device remains in service and continues to be monitored.

Manufacturer narrative:
Updates to initial reporter, e1 initial reporter email address.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. The device will remain implanted, and the patient will be monitored at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. The device will remain implanted, and the patient will be monitored at this time. No adverse patient effects were reported.